Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had no symptoms but the ventricular assist device (vad) had been continuously alarming "driveline communication fault". The customer reported recently switching the patient's backup system controller (B)(6). The log files were reviewed and showed a driveline communication fault on (B)(6) 2025 for about 1 hour the length of the log file. It was recommended that the system controller and modular cable be exchanged if the patient could tolerate a pump stop. No other unusual events were seen in the log files and the pump was operating as expected. Tech services additionally noted that it was recommended that the modular cable and system controller be replaced with a new "out of box" system controller and new modular cable. Log files should be sent for review after the exchange and there should be 25 power cable disconnects performed to enable the system controller to record new events. It was noted to be sure the periodic log file was set to the lowest interval for obtaining a new set of log files. It was also requested if a picture of the modular cable connector could be taken on both the modular cable and patient side. The system controller and modular cable were exchanged resolving the alarms. The log files were sent in for review. The log files were reviewed and captured routine events. There were no notable alarms post exchange and it was recommended that alarms continue to be monitored for. There appeared to be a green spot of corrosion on the pump side of the driveline that may need cleaning. A modular cable cleaning may be scheduled later at the discretion of the vad coordinator. There were no other unusual events seen within the log files. The lot number of the exchanged modular cable was 10039367. The modular cable and system controller were to return. The cause of the green fluid in both the modular cable and driveline were unknown. The patient was discharged home on (B)(6) 2025 and had not yet scheduled a cleaning with their hospital that manages them. System controller (B)(6) was then returned. The system controller (B)(6) was returned because it was advised per the instructions for use that both the modular cable and system controller be exchanged together so both were returned after. The image of the driveline was provided. The patient recently had a driveline communication fault alarm. The patient received a system controller exchange at that time and the alarm resolved. It seemed like from the photos a cleaning of the at the last modular cable exchange that a cleaning might need to be done. A driveline modular cable cleaning was requested. The patient was said to be in the area on (B)(6) 2025 so the cleaning could be completed then in the emergency room like was done the time before. It was requested that the patient be medically managed to ensure tolerance of the pump stops for the cleaning. It would be 2-3 stops with a duration of 45-60 seconds to allow for cleaning. Each pump stop would be followed by recovery time. The backup modular cable and system controller should be available. Log files were taken prior to the cleaning on (B)(6) 2025. There were no driveline faults in the log files and there were no unusual events seen. The device was operating as expected prior to the cleaning. The cleaning was then performed and the log files were provided. The modular cable replaced at the cleaning was lot #10055831 and a replacement modular cable was requested. The new modular cable and system controller given were 10674168 and (B)(6). Thus far the log files showed no further driveline communication faults and the data appeared normal. There were no incidents during the cleaning. The patient was able to tolerate the 4 pump stops of 54.58 sec, 47.71 sec, 47.67 sec and 47.75 sec. Some of the green residue in the connector was able to be removed. The excised modular cable would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via downloaded log files. The system controller (B)(6) was returned for testing in unremarkable condition. The system controller functioned as intended and passed all tests. Log files were downloaded and revealed a persistent driveline communication fault alarm was captured throughout the file; however, its onset was not captured. The driveline was disconnected on (B)(6) 2025, 17:26:59 consistent with the reported controller exchange. No other notable events were captured, and the pump appeared to function as intended at the fixed speed when the driveline was connected. Provided information indicated that the user had persistent driveline communication fault alarms on (B)(6) and that the user switched to their backup controller (B)(6). The alarms reportedly initially resolved following a modular cable and system controller exchange. Submitted log files revealed that on (B)(6) 2025 the system controller (B)(6) was put into use following the initial exchange to (B)(6). It was also communicated that the cause of the corrosion in both the pump cable and modular cable was unknown, and the patient was discharged from the hospital on (B)(6) 2025. Additionally provided information revealed that the driveline communication fault alarms returned and that abbott technical services completed a pump cable inline connector cleaning and exchanged the patient¿s system controller and modular cable on (B)(6) 2025. During the cleaning, the green residue in the pump cable inline connector was reportedly removed. Following this cleaning the system controller (B)(6) was put into use. Submitted log files also revealed that the system controller (B)(6) was again put into use sometime in between (B)(6) 2025. The observed corrosion on the pump cable inline connector and modular cable may have contributed to the observed driveline communication faults; however, a root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook (rev a) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. D) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. A) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.